Manufacturer narrative:
Additional information : h3- device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, and race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.5/+1.5/100 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2020 the lens was exchanged for a longer lens due to low vault. The problem was resolved.